Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown shell, acetabular trident psl with purefix ha 56mm. Additional information has been requested and if received, will be provided in the supplemental report. (B)(4).

Event description:
It was reported that there was a dislocation.

Event description:
It was reported that there was a dislocation.

Manufacturer narrative:
An event regarding dislocation involving a unknown shell was reported. The event was not confirmed. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.